Event description:
The following has been reported to hamilton medical ag on 24 april 2024 it was reported by the biomed engineer, that on april 24th 2024, patient was bagged and then place on another device while being ventilated hamilton-t1 (sn (B)(6)). As reported, it was reported that during ventilation the patient experienced coughing followed by expel of sputum. The patient was suctioned but he started to desaturate. The patient was disconnected from the device and ventilated manually using bvm. At this time the patient was administered with albuterol. The patient saturation returned to 100% and he was placed back to ventilator. However, it was noticed that the ventilator was not showing any return volumes or minute ventilation. The patient desaturated again and the clinical staff repeated the whole process again and ventilated the patient manually to improve the patient saturation level. Again when the patient was connected to the ventilator the device behaved same as before, consequently, patient was moved to another ventilator. On reviewing the device logs it was observed that the device logs do not contain events for the reported date of incident i.e. 12.04.2024. On 11.04.2024, the device was used for hiflowo2 therapy first, where it alarmed for 'low oxygen' and 'oxygen supply failed' multiple times. Later it was switched of and started again the same day and used for ventilation in simv+, (s)cmv+ and pcv+ ventilation modes. During this time the device repeatedly alarmed for 'vt low', 'low minute volume', 'inspiratory volume limitation' and 'disconnection on patient side'. 'Flow sensor calibration' was not performed before connecting the patient to the ventilator. No tf/te appeared in device logs. The device alarmed for various medium and high priority patient alarms during ventilation, however, neither harm to patient, user or third party nor a treatment delay was reported. As immediate action, biomed has done some resting of the device with no issues. According to the preliminary investigation performed, the review of the device log, it was observed that the device logs do not contain events for the reported date of incident. On 11.04.2024, the device was used for hiflowo2 therapy first, where it alarmed for 'low oxygen' and 'oxygen supply failed' multiple times. Later it was switched of and started again the same day and used for ventilation in simv+, (s)cmv+ and pcv+ ventilation modes. During this time the device repeatedly alarmed for 'vt low', 'low minute volume', 'inspiratory volume limitation' and 'disconnection on patient side'. 'Flow sensor calibration' was not performed before connecting the patient to the ventilator. No tf/te appeared in device logs. Accordingly, the following correciton are considered: inspect all connections and components for possible leaks within the device and in breathing circuit. Discuss ventilator settings and effect of patient condition on ventilation with local clinical expert. Perform complete service software including all general tasks to ensure device functionality and share results, please share screenshots if any of the tests fails.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on 24 april 2024 it was reported by the biomed engineer, that on (B)(6) 2024, patient was bagged and then place on another device while being ventilated hamilton-t1 (sn (B)(6)). As reported, it was reported that during ventilation the patient experienced coughing followed by expel of sputum. The patient was suctioned but he started to desaturate. The patient was disconnected from the device and ventilated manually using bvm. At this time the patient was administered with albuterol. The patient saturation returned to 100% and he was placed back to ventilator. However, it was noticed that the ventilator was not showing any return volumes or minute ventilation. The patient desaturated again and the clinical staff repeated the whole process again and ventilated the patient manually to improve the patient saturation level. Again when the patient was connected to the ventilator the device behaved same as before, consequently, patient was moved to another ventilator. On reviewing the device logs it was observed that the device logs do not contain events for the reported date of incident i.e. 12.04.2024. On 11.04.2024, the device was used for hiflowo2 therapy first, where it alarmed for 'low oxygen' and 'oxygen supply failed' multiple times. Later it was switched of and started again the same day and used for ventilation in simv+, (s)cmv+ and pcv+ ventilation modes. During this time the device repeatedly alarmed for 'vt low', 'low minute volume', 'inspiratory volume limitation' and 'disconnection on patient side'. 'Flow sensor calibration' was not performed before connecting the patient to the ventilator. No tf/te appeared in device logs. The device alarmed for various medium and high priority patient alarms during ventilation, however, neither harm to patient, user or third party nor a treatment delay was reported. As immediate action, biomed has done some resting of the device with no issues. According to the preliminary investigation performed, the review of the device log, it was observed that the device logs do not contain events for the reported date of incident. On (B)(6) 2024, the device was used for hiflowo2 therapy first, where it alarmed for 'low oxygen' and 'oxygen supply failed' multiple times. Later it was switched of and started again the same day and used for ventilation in simv+, (s)cmv+ and pcv+ ventilation modes. During this time the device repeatedly alarmed for 'vt low', 'low minute volume', 'inspiratory volume limitation' and 'disconnection on patient side'. 'Flow sensor calibration' was not performed before connecting the patient to the ventilator. No tf/te appeared in device logs. Accordingly, the following correciton are considered: - inspect all connections and components for possible leaks within the device and in breathing circuit. - discuss ventilator settings and effect of patient condition on ventilation with local clinical expert. - perform complete service software including all general tasks to ensure device functionality and share results, please share screenshots if any of the tests fails.